Manufacturer narrative:
UDI: (B)(4).

Event description:
Premature battery depletion was suspected. Explant of the device is anticipated and the patient is stable.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.